Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. She claimed that the buttons were sticking. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. Evaluation revealed that the contrast, up and down arrow keypad buttons were intermittently unresponsive. The ok button responded appropriately. During investigation, evidence of contamination was found under the contrast, up and down arrow keypad contacts. Unrelated to the complaint, evaluation revealed a crack in the pump casing. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.